Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The pump passed functional testing. The insulin pump was received with stuck in motor error alarm loop. The motor was tested outside the device and passed. The motor may have had intermittent failure that was not detected during testing.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that she lost all of her settings and the insulin pump stopped working. Customer reported that the reservoir had been filled, but no insulin appeared to be exiting. While checking the alarm history and settings, customer received a motor error alarm. Customer reported that the insulin pump had been dropped repeatedly. Blood glucose level was 133 mg/dl at the time of the call. No further info was provided.